Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016.

Event description:
A report was received that the patient's device was not working. It was noted that the patient was unable to charge the ipg out of hibernation despite cycle charging. The patient will undergo an explant procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was noted that the patient had lost weight and the patient¿s ipg was sagging due to it. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's device was not working. It was noted that the patient was unable to charge the ipg out of hibernation despite cycle charging. The patient will undergo an explant procedure. Device malfunction was suspected.